Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss was not able to confirm /reproduce the reported error issue. Fss replaced the hard drive as a preventative action. Fss performed the field service checklist and calibration, which the system passed and it was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that temporary blue screen occurred on the signature system, that the normal content of the screen disappeared and it was only a blue screen with random numbers visible. It was reported that the issue happened directly after prime/tune, not during procedure. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.